Event description:
It was reported that the customer passed away. The cause of death was listed as congestive heart failure and diabetes. The customer was wearing the insulin pump at the time of death. It was also reported that the customer was in a car accident earlier in the year. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.